Event description:
The following description of the event was reported to viasys respiratory care, inc. By the foreign distributor (viasys healthcare gmbh) via an e-mail. "A nurse was measuring herself. She used a new microgard filter. During the spirometrie when she did the forced inspiration she felt a part in the throat and began with dry cough. It doesn't stopped after a while, so she went to a lung specialist for an examination. The doctor couldn't find anything - also the x-ray doesn't show anything. We agreed with the user (medical assistant) to wait, because the nurse will come back to work today." The following description of the event and patient condition was copied from the initial vigilance report submitted by the foreign distributor (viasys healthcare gmbh). During test of different lung function devices a co-worker of company (proband test person) did a test using the microgard filter. Making deep inspiration (forced maneuver) she probably inhaled a particle. The proband (tes person) had a coughing fit (strong dry cough). Two days after the incident has occurred, the proband (test person) visited a physician in 2007 (no improvement of the situation). The proband (test person) had no further problems during the next week (information by telephone contact). - no outcome."

Manufacturer narrative:
An investigation/evaluation of this event has begun but has not been completed as of the date of this report.